Manufacturer narrative:
(B)(4).

Event description:
Data was provided for evaluation, the complete data log was not available during the investigation window. The reported event for loss of connection could not be determined . The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of connection occurred. It was determined that the loss of connection was related to the mobile application. Data was received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.